Event description:
The event is reported as: when the catheter was removed from the pt after 6 weeks, the foley divided into two parts. It was cut at the y level (before the funnel). Although the catheter was cut into 2 parts, the second part was removed from the pt without difficulty. No injuries reported.

Manufacturer narrative:
The sample is not available for investigation. The investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.